Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic non-pacing dependent patient presented in the clinic. Upon interrogation, the pacemaker exhibited reproducible oversensing. The device was reprogrammed to resolve this issue. It was also reported that the patient had diaphragmatic stimulation while pacing. The programming change also has been made to resolve this issue. The patient was stable throughout.